Event description:
The customer reported a false positive antibody screening test with reagent red blood cell #2 of biotestcell 3 when testing on tango optimo. A research for antibodies came up negative. The customer has neither returned the supposedly defective product biotestcell 3 nor the pt sample that had caused the false positive test result. Testing of the retained biotestcell 3 sample in our quality control laboratory is still ongoing. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our initial report on this incident.